Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and apogee mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uretovaginal prolapse. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient experienced mesh erosion into the vagina and underwent excision of eroded mesh on (B)(6) 2012. No additional information was provided. (B)(4).